Event description:
A malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump.